Event description:
It was reported that the device became entrapped with the guidewire. A 1.6 mm jetstream sc atherectomy catheter was used during a below-the-knee atherectomy to treat a severely calcified, mildly tortuous mid tibial artery lesion with greater than 90% stenosis. The catheter was advanced over a non-bsc guidewire, but before reaching the target vessel it became stuck on the guidewire and could neither be advanced nor retrieved in the usual manner. The catheter and guidewire were therefore removed together. Outside the patient, the catheter was difficult to separate from the guidewire. An attempt to reload the catheter over a new guidewire was unsuccessful because the guidewire could not pass beyond the mid-portion of the catheter. The procedure was completed using conventional plain old balloon angioplasty (poba). There were no patient complications as a result of this event.